Event description:
It was reported that after a breast lumpectomy with sentinel node injection it was noted that the neo probe sterile drape had 2 small holes which caused the wound to be contaminated and potentially exposed the patient to pathogens. The holes were noted on microtek intraoperative probe ref number pc1308. The holes were noted on the seams of the distal end of the cover. The product involved was pc1308, 1 unit were reported as affected. No patient injuries, infections or complications were reported.